Event description:
Additional information received reported the patient met with their healthcare professional on 2013 (B)(6). Additional information received reported the patient had not been scheduled for a revision at the time of this report. Additional information received reported the cause of the event was lead migration. It was noted the patient was waiting on an MRI compatible system.

Event description:
It was stated the patient experienced stimulation in the wrong location, it was felt in the right ribs when stimulation was turned on. Impedance testing and reprogramming was performed without success. It was stated one lead had high impedances on electrodes 0-6 and electrode 7 was within normal range. It was also stated electrodes 8-15 were within normal range but stimulation was only in ribs/belly. The patient planned to see their healthcare provider for a possible revision. No injury was reported.

Manufacturer narrative:
Concomitant products: product ID 377760, lot # v002505, implanted: (B)(6) 2006, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 377760, lot # v002505, implanted: (B)(6) 2006, product type lead; product ID 377760 lot # v002505, implanted: (B)(6) 2006, product type lead; product ID 377760, lot # v002505, implanted: (B)(6) 2006, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).